Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system was scheduled for a routine battery replacement procedure. After unscrewing the setscrews from the right atrial (ra) port, the terminal pin remained in the header and separated from the lead body upon attempting to disconnect the ra lead. The ra lead fractured, and the conductor wires came undone. The pacemaker and ra terminal pin in the header were explanted, and the decision was made to cut the exposed wiring and surgically abandon the ra lead. The new pacemaker and a new ra lead were successfully implanted. No additional adverse patient effects were reported.